Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The user facility reported the impella experienced ongoing yellow alarms for placement signal low. After reviewing the alarm history, the alarm had been an ongoing issue for days. After further inquiry, the registered nurse (rn) relayed that the patient was stable, and their monitor pressures did not match the automated impella console (aic). Rn was guided through an ao adjustment and adjusted the aic 31 points. Alarm resolved. I advised the rn that this adjustment should only be done this one time and should not be done ever again. I advised the rn to call us should the alarm return. Additionally, the patient underwent thrombectomy secondary to a stroke while on support.